Event description:
The consumer states "following surgery, he was supplied with an invacare walker. While using the walker, both of his hands became very itchy so he applied a hypo-allergenic tape to the handles of the walker to isolate his hands from the soft plastic handles. After a couple of weeks, the skin on his hands began to peel as if a bad sunburn occurred. The consumer is allergic to the chemicals in soft plastics".

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The consumer is a male whose age, height and weight are unknown. The consumer's preexisting medical condition states that he is allergic to chemicals in soft plastic. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that following surgery he received a 6240-5f walker. The consumer's hands became very itchy while using the walker, he is allergic to the chemicals in soft plastic, so he applied a hypoallergenic tape over the soft plastic. The consumer stated that his hands allegedly began to peel as if they had a bad sunburn. Minor injury, no medical intervention alleged.